Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopic procedure, when the surgeon attempted to deploy the 1st implant of the ar-4501 into the patient, the device was stuck and the implant did not deploy. The surgeon then used a new ar-4501 and the loop broke. The fragment was removed and the case was completed by using a third ar-4501.